Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: patient received an unexpected critical pump error/open book image. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit powered up properly after battery installation. Unit passed the displacement test, self test, rewind, prime/seating test, basic occlusion test, force sensor test and occlusion test. No critical open book image noted during testing. During download review on (B)(6) 2021 pump error 15, 68, 49, 23, 63 & 53 alarms were recorded. Per r&d investigation, line number=1384 file number=26 was cause by a memory corruption. Problem isolated to electronic assembly. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with broken belt clip rails. In conclusion pump error53, 63, 23, 68,15 and 49 were confirm using download history files and they were the cause of memory corruption. Isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image alarm. A picture of a insulin pump with red x on it and an arrow pointing to a book with question mark was displayed before the open book image was displayed on the screen. Belt clip rail was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.